Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibr illation coil became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The inner and outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted that other than explant damage there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).